Event description:
I am an (B)(6) male suffering from advanced sarcopenia. I used a 2002 pride jazzy 1133 power chair for several years and it served me well and safely. However, by (B)(6) of last year I could no longer rise from the seat of my jazzy 1133 to a standing position so in (B)(6) 2013 I purchased a 2010 pride mobility products jazzy select 6 ultra power chair with an electrically powered elevating seat which, when the seat is in its fully elevated position, allows me to stand and transfer. The pride mobility products jazzy select 6 ultra power chair has an intrinsically hazardous design concept, i.e. Front swiveling caster wheels that can entrap the patient's feet between the swiveling casters and the foot platform resulting in sever bruising or crushing of the feet and ankles of the patient. Also the space between the foot platform and the swiveling casters is large enough to allow the patient to place his or her feet in that space and onto the floor when rising from the power chair which can result in the patient tripping over the foot platform resulting in and injurious fall. The swiveling caster wheel concept requires the foot platform be contoured in a manner that provides rotational clearance for the 360 degree motion of the swiveling casters. The foot platform's overall width has been reduced and, more so, in the heel area. The patient's foot or feet can easily slip off of the foot platform into the gap between the foot platform and the swiveling caster. The foot or feet can become entrapped and severally bruised or crushed by the swiveling caster wheels as the patient pivots or reverses the power chair direction causing the swiveling caster to randomly rotate rapidly with significant force catching the patient totally off guard. There are many instances during the daily use of a power chair when the patient wishes to come closer to fixed objects such as a dinette table, kitchen cabinets, washer-dryer etc. In those instances the patient typically lifts the foot platform out of the way and either allows his or her feet to slide along the floor or lets them dangle just above the floor surface. Such tasks typically involve the maneuvering of the power chair's direction and when this occurs the swivel casters rotate very rapidly and can come in contact with the patient's toes or feet causing an injury. The chassis design of the typical pivot turn power chair places the center of gravity just behind the drive wheel axels and towards the rear caster wheels. The exact weight distribution on the two sets of wheels depends on the battery weight and location and the seat post positions and the maximum operator weight. The purpose of the two front anti-tip wheels is to control pitching of the power chair when traversing minimal irregularities in the driving surface. Power chairs with front swivel anti-tip casters (wheels), are a recent development. The front anti-tip casters were configured to distribute some small increment of the total weight of the power chair through preloading. Thus, suggesting the promotional idiom "six wheels on the ground results in greater stability" used by one of the leading providers of this type of power chair. The swivel action was required to reduce, if not eliminate, the scuffing of the anti-tip wheels tires when the pt pivot turns the power chair. Power chairs with front fixed anti-tip wheels make up the large majority of all power chairs. They are configured to carry zero weight on the fixed front anti-tip wheels and the wheels are adjusted to ride a fraction of an inch above the driving surface allowing the pt to make pivot turns that are smooth and the fixed anti-tip wheels tires are not scuffed in the process. The fixed anti-tip wheels support arms do often have a spring action to soften the ride when encountering minimal irregularities in the driving surface. Remedy: you must understand most users of mobility equipment have limitations that put them a additional risk so the unintended consequence of the swivel caster design concept becomes a "big deal." I very much want you to be aware of the minor injuries I have experienced while using my jazzy select 6 ultra power chair. More serious injuries have been averted because I still have all of my mental faculties and can adapt to the hazards. Unfortunately most care givers, family members or professionals, are quick to overlook the possibility a pt's injury may be the fault of the power chair. In most instances, it is much easier for them to blame the clumsy or disabled pt. A very large warning decal should be required on all power chair models with swiveling anti-tip casters. Also, the possibility of injury due to the front swiveling anti-tip caster wheels should be emphasized in the device operator's manual. Family members and professionals must be made aware of the potentially hazardous possibilities related to the swiveling anti-tip caster wheels and the abbreviated foot platform. The providers of power chair models with front swivel anti-tip casters; primarily (B)(6) seller of jazzy power chairs and (B)(6) sellers of pronto power chairs, must be made aware their power chair models with front swiveling anti-tip casters put pts at greater risk and this power chair concept should be dropped from their line of products. I await your comments.